Manufacturer narrative:
(B)(6). The serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number can be provided. Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported through a direct call from the customer to the emergency support program (esp) that there was a dampened arterial pressure (ap) waveform on a cardiosave intra-aortic balloon pump (iabp) with an unknown size sensation plus intra-aortic balloon (iab). The customer stated the iab catheter is fo but had a ¿fo sensor failure¿ a couple of weeks ago and they have not used the fo since that time. Troubleshooting indicated complete occlusion of the iab inner lumen, and the balloon was treated as clotted. An alternative arterial pressure source was selected by connecting the cardiosave to the radial arterial line. No harm was reported.